Manufacturer narrative:
The customer¿s report of the pump module infusing at 10ml/hr rather than the intended 4ml/hr was confirmed. Analysis of the pcu event log showed that on (B)(6) 2016 at 2:42pm a lorazepam infusion was started at the rate of 1ml/hr with a vtbi of 85ml. At 7:45pm the rate was increased to 2ml/hr, and at 10:30pm increased to 3ml/hr. At 3:14pm on (B)(6) 2016, the rate was increased to 4ml/hr. At 6:27pm on (B)(6) 2016 the rate was manually reprogrammed to 10ml/hr and the vtbi changed to 10ml. Seconds later, the user increased the vtbi to 95ml. The infusion completed approximately 9.5 hours later at 4:02am on (B)(6) 2016, and the pump module transitioned to kvo mode at 1ml/hr. Rate accuracy testing was performed and the device was found to be infusing within specification. The cause of the pump module infusing at a higher rate than intended was user programming.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a lorazepam infusion hung at 1830 and set to infuse at a rate of 4mg/hr completed at 0130 the next morning and was infusing at 10mg/hr. The settings and infusion rate were verified twice during the evening before the infusion completed and the clinician on duty did not change the rate. The rate of the drip was subsequently decreased to 1mg/hr. There was no patient harm reported.

Manufacturer narrative:
Correction initial reporter address.